Event description:
It was reported that the device was running without the trigger being pressed. There was no patient involvement and no report of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint could not be duplicated. The trigger assembly was replaced as part of the recall action and the device was returned to the customer.